Event description:
Caller reported damage to tandem wall adapter, which rendered charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Technical support arranged for replacement of the damaged charging supplies to be shipped within two days.